Manufacturer narrative:
D6a: best estimate of implant date. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) pump due to the difficulty with pumping the device. The physician inspected the original pump and the pump functioned properly. A new ipp pump was implanted because the pump was accidentally punctured during the inspection. There were no patient complications reported.

Manufacturer narrative:
Best estimate of implant date upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned component underwent a thorough analysis. Visual examination of the pump identified that the pump kink resistant tubing (krt) was worn down to the filament. The pump passed the leak testing performed; however, the activations tests did not pass within product specifications. Based on the analysis, the pump failing the activation test could result in the product not functioning properly.

Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) pump due to the difficulty with pumping the device. The physician inspected the original pump and the pump functioned properly. A new ipp pump was implanted because the pump was accidentally punctured during the inspection. There were no patient complications reported.

Manufacturer narrative:
Additional information provided to update d4 model number and catalog number d6a: best estimate of implant date the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) pump due to the difficulty with pumping the device. The physician inspected the original pump and the pump functioned properly. A new ipp pump was implanted because the pump was accidentally punctured during the inspection. There were no patient complications reported.